Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported thru a uf medwatch report that a patient had laparoscopic bilateral tubal coagulation. The molly forceps was used. The paint and plastic chipped/peeled off the working end of the forceps and flaked into the patient.